Manufacturer narrative:
Investigation summary : bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that bd microtainer® tubes with k2e (k2edta) leaked blood. The following information was provided by the initial reporter: ¿blood leakage upon receiving samples, the cap of tubes are uncapped and caused blood leakage¿.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microtainer® tubes with k2e (k2edta) leaked blood. The following information was provided by the initial reporter: ¿blood leakage upon receiving samples, the cap of tubes are uncapped and caused blood leakage.¿